Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from the application running slowly. A technical support specialist accessed the device, assessed the drive space and database size, and performed data re-synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that bd pyxis¿ medstation¿ es system exhibited significant slowness in retrieving medications for patients. The customer confirmed experiencing delays in medication dispensing. There were no adverse events or injuries reported based on this incident.